Event description:
It was reported to bsc sales rep that: "at the end of our a-fib case when all patches were removed, a small burn was noted on pt's right flank where the ablation patch had been. The raised red area was approx 4cm long by 3cm on one side and 0.5cm - almost crescent shaped". No treatment was applied and not necessary. Pt is doing fine.

Manufacturer narrative:
Device evaluation could not be performed as the product is not expected to return. It was reported to our bsc sales rep that the pad was applied improperly and no allegations are being made against the product. Generator used on this procedure was a stockert which is not a bsc generator. Numerous possible causes of burn exists, including but not limited to: number of electrodes used, improper application or placement of the ground pads, inadequate skin preparation, pads placed over adipose tissue, scar tissue, bony prominence, pads may have become dislodged due to pt movement, etc.